Event description:
It was initially reported that the patient was hospitalized due to bradycardia and there was an episode of asystole. The patient was being considered for a pacemaker. No further information was provided. Additional information was received that the patient had gone to the hospital due to a fall, not related to vns. She has a subarachnoid bleed and the CT scan showed no occlusions. Before the patient was discharged she was attached to heart rate monitor. While on the heart monitor there were 10 seconds of asystole. They were preparing to administer CPR but the patient came back on her own. They then sent her for an EKG which was normal with the vns remained on, and the patient had normal sinus rhythm. No mentioned of bradycardia. As the cause of the asystole is unknown, there is no additional information or other causes that was obvious vns and vns is being suspected. The arrhythmias are not occurring with stimulation but it is suspected that it is secondary to vns. The patient is being evaluated for a pacemaker. The patient does not want to have their device disabled as she has been doing very well with vns. It was also noted that the patient has a history of recurrent stokes, relationship to vns was not provided. The physician declined to provide any additional information regarding the arrhythmia or stokes.